Event description:
It was reported three days post deployment, the pt developed a skin reaction at the puncture site, with fever. The pt was reportedly doing well, but has episodic fever that could not be explained. The physician suspected an infection, however, hemocultures were negative.